Manufacturer narrative:
During subsequent follow-up, it was clarified that the event did not occur during an unspecified surgical procedure. The event occurred during pre-surgery on (B)(6) 2016. The reporter stated that the patient was not in the room. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. All available information has been disclosed. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the straining ring was loose from the oscillating head complete base and could not secure the saw blade devices. It was further determined that the oscillating head base had an unknown oil/grease substance on it. It was noted that this issue was consistent with loctite degradation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery oscillator device shot a saw blade device across the operating room ¿o.r.¿ the reporter stated that this was not the first time it had happened. Information regarding the other events was not provided by the reporter. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.